Event description:
It was reported through the review of in house programming history that a vns pt's generator was partially programmed at an office visit with the treating neurologist. At the moment, it is unk if the pt's settings were adjusted at the same office visit as good faith attempts have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.